Event description:
During use for a cardiopulmonary bypass procedure, the cardioplegia monitoring module calibrator could not be powered on. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.